Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:strip issue test strip (B)(4). Manufacturer contact the customer on 11/28/2016 as a follow up call and customer states that she was hospitalized from (B)(6) 2016 due to her blood glucose. Customer states that she was diagnosed with high blood glucose. When at the hospital, customer states that they obtained a blood glucose result in the 400's mg/dl and she cannot remember if it was fasting or non- fasting. Per customer, her medications were changed and she was administered insulin. They increased the insulin dosage. I asked customer if she would like to perform a test to check her results and she stated no. I could not get any further information because I asked customer how she was feeling at this time and she stated she felt out of breath and had a headache. When asked her blood glucose expected ranges, customer stated that right now her diabetes is uncontrolled therefore she does not have an established range. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint or meter not registering blood samples. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a blood test was performed by the customer using the proper technique but meter still not registering the blood sample. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2018.